Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported dislodged stent was able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint database revealed no other similar incidents reported for dislodged or dislocated stents from this lot. There is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that a 4.0x23 mm rx xience xpedition stent dislodged during use. Ths hospital did not provide how and when the stent dislodgement occurred and where the stent remains in the anatomy. The balloon was used and the stent could not be found after further inspection. There was no adverse patient sequelae and no clinically significant delay in the procedure. The target lesion was ultimately treated with another unspecified abbott vascular device to successfully complete the procedure. No additional information was provided.